Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on a unknown date, wherein the lead was explanted. There is no additional information at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a pinching sensation at the lead site that travels down. Surgical intervention may occur later to address the issue.